Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of 158 ohms. Technical services (ts) was contacted, and ts recommended performing a max energy synchronized shock to learn the true shock impedance, suspecting lead calcification buildup. The rv lead remains in service. No adverse patient effects were reported.